Manufacturer narrative:
We conducted a review of the manufacturing and inspection records for this lot and found no deviations or non-conformances. A sample that had been previously opened was returned to us for evaluation. Upon visual inspection, we observed that the pincer had broken flattened and the tri-tips were bent, preventing it from functioning as intended. Based on our review, we can confirm the reported issue. Our manufacturing process includes rigorous computer and photographic inspections to ensure the pincer and tri-tips meet quality standards. During operation, the pincer extends from its window and interacts with surrounding tissues and structures. In some cases, the needle set may encounter tissue that is firmer than expected, which could affect the pincer¿s positioning. Additionally, tri-tip damage may result from contact with a hard surface or object, such as bone, or from interaction with tissue that causes unexpected resistance. Based on our assessment, the most likely cause of the needle damage does not appear to be related to a manufacturing issue. As a result, no corrective action is necessary at this time. Additional information provided in d.9., h.3., h.6. And h.11.

Event description:
A customer reported that during a lung biopsy procedure, after puncture, it was found that the needle tip was damaged, and the patient felt strong pain. There was no patient harm.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.